Event description:
On 01/31/2026, fujifilm healthcare americas corporation was informed of an event involving sys/mr/oasis open+vertex ii. It was reported that the patient reported a burn on the knee after the exam. Per customer, the patient did not complain of a burn during the procedure. The procedure was completed as normal. The patient reported a burn more than 24 hours after the procedure. Due to the burn occured post procedure, fujifilm healthcare americas corporation is reporting this event in abundance of caution. Ref: fujifilm healthcare americas corporation complaint #(B)(4).